Event description:
All philips forte camera table. Report of a belt break sensor error. I responded to find the belt and pulley had come off. After finding the problem and repairing it, I discovered that if the belt broke and the screw assembly that I replaced was not defective the table could drop all the way down to it's end of travel. If a patient was on the table when this occurs it could possibly throw them off and on to the floor. This is the vertical motion for the table. I am the 3rd party service person who repaired it. The belt is connected to the drive assembly so without it there is nothing to prevent the table from a complete runaway state. It is the lower belt of the vertical travel part number 5101-0718 and the assembly that was defective and replaced was 2155-5468 upper ball screw. FDA safety report ID# (B)(4).